Event description:
It was reported that the patient presented to the hospital for scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture, r-wave amplitude variation, helix damage and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient had no adverse consequences.

Manufacturer narrative:
The reported events were loss of capture, r-wave amp variation, helix mechanism issue and helix damage. A complete lead was returned in one piece. The reported events of helix mechanism issue and helix damage were confirmed. Visual inspection of the lead found the helix was stretched / damaged and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. Unable to perform the helix mechanism / extension length test due to the stretched / damaged helix, as received. The cause of the reported event of helix mechanism issue and helix damage was consistent with procedural damage. The reported event of loss of capture and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.